Event description:
It was reported that, "ps box chisel broke at junction where "stops" meets top of chisel. Chisel was impacted last few millimeters w/mallet and removed with pliers."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.